Manufacturer narrative:
Review of the device history record for the lots in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
The baylis medical nrg transseptal needle and torflex transseptal guiding sheath were used for transseptal puncture during a mitralclip procedure for mitral regurgitation. Standard transseptal techniques were used to drop down from the superior vena cava into the right atrium and onto the fossa ovalis. Despite efforts to achieve successful tenting, adequate contact could not be made. Following approximately 6 attempts with the nrg transseptal needle and torflex transseptal guiding sheath, the physician decide to try an agilis steerable introducer and brokenbrough needle. Difficulty was still met and the physician decided to subsequently try a safesept transseptal wire. An effusion was observed. The effusion was monitored and determined not to require additional intervention. However, the procedure was aborted as a result of the procedural complication. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the devices used during the procedure. Separate MDR reports have been submitted for each baylis medical device used in the procedure. The report for the torflex transseptal guiding sheath is submitted under MFR report #: 9710452-2018-00015.